Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, it was noted that the newly placed right ventricular (rv) lead exhibited a sensing issue. While attempting to reposition the lead, the stylet could not be advanced. The rv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient was in stable condition.